Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), the set screw was unable to be loosened to remove the electrode. Multiple attempts were made to loosen the set screw using many torque wrenches. Many of the torque wrenches were damaged during the attempts to loosen the set screw. Technical services (ts) discussed additional troubleshooting options including making a xiphoid incision in order to tug the electrode. Additional information was received that a xiphoid incision was made. The physician then tugged on the electrode and the electrode successfully broke loose from the device header, which, indicated the set screw was in the open position. The device was successfully explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.